Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "the cable of permanent cautery spatula was found to be derailed". Failure analysis found the primary failure of derailed grip cable to be related to the customer reported complaint. The instrument was found to have a derailed pitch cable at the distal end. The yaw motion may be non-intuitive as a result. Additional observation(s) related to customer reported complaint was that the pitch cable was broken. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the instrument log for the permanent cautery spatula (part # 420184-14/lot# n10210628 0537) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sh2013. The instrument had 6 uses remaining after last use. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted to isi for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the cable of permanent cautery spatula was found to be derailed. The instrument could not be straightened and when it attempted to move in opposite direction, it was found to be bent. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however no further details could be provided.